Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported right side "feels pregnant", "developed epilepsy", "arm aching", "silicone from my lymph nodes", "leaking silicone", and "ruptured" diagnosed via x-ray and ultrasound. Later patient reported implant had "capsulated". Later patient reported "hair has all started to fall". Later patient reported "this whole thing is just a total nightmare I can¿t sleep I¿m stressed my hairs falling out it¿s just horrendous I just don¿t know why I wash made aware of these been recalled I every said to (B)(6) when they new about the rupture I feel I¿ll all the time not once did they mention they had been recalled... And I told them I was ill all the time and now this may have impacted me for the future they have been ruptured for over 5years no duty of care...I¿m scared to death . There¿s tests then the operation then having to wait and see after the removal to see if the implants do contain biocell it¿s honestly just horrendous I honestly feel a nervous wreck it¿s just so unfair that I¿m going all through this when I should¿ve been made aware". Later patient reported "fluid". The device was explanted.

Event description:
Patient reported right side "feels pregnant", "developed epilepsy", "arm aching", "silicone from my lymph nodes", "leaking silicone", and "ruptured" diagnosed via x-ray and ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "feels pregnant", "developed epilepsy", "arm aching", "silicone from my lymph nodes", "leaking silicone", and "ruptured" diagnosed via x-ray and ultrasound. Later patient reported "fluid". The device remains implanted.

Manufacturer narrative:
Clarification to d6a: implant date was reported as (B)(6) 2012. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported right side "feels pregnant", "developed epilepsy", "arm aching", "silicone from my lymph nodes", "leaking silicone", and "ruptured" diagnosed via x-ray and ultrasound. The device remains implanted.